Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the cause of the high impedance is unknown. Patient denied any falls. No x-rays have been completed.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the manufacturer's representative (rep) ran routine impedance check and noticed that the contact 0 had a high impedance. The rep then ran routine connectivity check and noticed that there was no connection to contact 0. No falls reported. Rep reprogrammed patient to ensure contact 0 was not being used. Issue has been resolved at this time. No further complications reported/anticipated at this time.